Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the nose cone, bearings, cone and extension sleeve of the attachment device were damaged. It was further determined that the device had a cosmetic defect, the identification was unreadable, and the labeling was almost unreadable. It was further observed that the ball bearings had fallen apart and the balls and cage were missing. It was observed that a pen had migrated. It was further determined that the device failed pretest for visual assessment, lock operation and cutter insertion. It was noted in the service order that the bearing was failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The device was tested and was found that a cutter device could not be inserted into the attachment device. It was further determined that the device failed for cone verification. It was determined that the cutter could not be inserted because the bearings were worn out not allowing the cutter to pass through. The assignable root cause was determined to be due to normal wear out from use. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.